Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No defects other than those reported in the initial MDR were identified by device inspection by olympus medical systems india private limited (omsi). Olympus medical systems corp. (Omsc) assumed, that the event that the processor was hung up and the front panel switch, keyboard and remote switch did not work. Were caused by the defect of the printed circuit board. This defect may have been caused by aged deterioration, due to long-term use. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The inspection of the device by omsi also confirmed the followings; the power supply connector was broken. All other connectors were yellowish due to the humidity or fumigation effect. The fan connector was broken. All printed circuit boards inside the device were rusty. There was a small crack in the screw holder on the front panel. -the front panel gasket was deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the device was hung up during preparation for use. Olympus inspected the device at the service department of olympus medical systems (B)(4). After some time of operation, it was confirmed that front panel lights were getting off and front panel was not working. Also keyboard function, remote switches were simultaneously stopped working during this phenomenon. This event may have been caused by the defect of the circuit board. There was no report of patient injury associated with this event.